Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a ventral incisional hernia repair surgery on (B)(6) 2013 and mesh was implanted. Additional information was provided that on (B)(6) 2013 the patient ¿experienced abdominal pain, inability to ambulate and an infection and was hospitalized for approximately one week.¿ it was reported that the patient underwent explant surgery on (B)(6) 2015; however, no details from the procedure are provided. It was reported that the patient experienced severe pain, infections, exacerbation of psychiatric illnesses, nerve damage, fascial injuries and muscle damage. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 9/15/2020.

Manufacturer narrative:
Date sent to FDA: 9/25/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.